Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3389s-40, lot# va13hq2, implanted: (B)(6) 2016, explanted: (B)(6) (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va13hq2, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient had a lack of therapeutic effect because of lead position. He had a lack of response from programming. It was determined that his original leads were not in the intended location. The patient's leads were removed and two new ones were implanted. He responded well to macro-stimulation in surgery and experienced no side effects. The issue was resolved. The patient's indication(s) for use were parkinson's dual and movement disorders.

Event description:
Follow-up was received from a manufacturers' representative indicating the patient was not receiving adequate therapy from right lead. It was reported that contact 8 was reading between 10,000 - 14,000 ohms. It was added that clinicians have been using other contacts to try to provide therapeutic benefit but does not appear to be effective. The patient is not experiencing stimulation side effects but not responding very well either. The representative stated that the patient responds well to programming changes in the office but the benefits are "short lived." The patient is currently programmed with negative 10 and positive 11 with 0.5 volts, 100 pw, and 130 hz.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.